Event description:
The explanted generator was received by the manufacturer and product analysis was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The reported allegation of premature end of life indicator was not duplicated. The battery, 2.992 volts as measured during completion of the final electrical test, shows an intensified follow-up indicator (ifi)=no condition. The data in the diagaccumconsumed memory locations revealed that 56.698% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patients generator was prophylactically explanted. The explant generator has not been received by the manufacturer to date.

Event description:
It was reported that the physician felt that the patients generator was depleting prematurely. A review of device history records was performed, which indicated that the device passed all specifications, including quality control inspection, and showed no non-conformities prior to release into the field for distribution. No other relevant information has been received to date.